Event description:
It was reported that an ilet device displayed reduced screen responsiveness, described as a frozen or unresponsive touch screen, which was addressed through a force restart via the ilet app and a subsequent firmware update. Symptoms included device interaction difficulty due to screen unresponsiveness. Outcomes included restoration of normal function after restart and firmware update, with the user advised to monitor and call back if the issue recurs. Investigation included guided troubleshooting and verification of available firmware, followed by installation of the update and an attempt to replicate the issue. Investigation of this case revealed that the screen responsiveness issue resolved after a system restart and firmware update, consistent with a software-related device performance concern affecting the display interface. It was concluded, based on previously established findings for similar reports, that the cause was likely software-related and resolved through corrective maintenance actions.